Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl 13.2, -11.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The back-up lens was implanted and this resolved the problem. Cause of the event is reported as device, "the trailing haptic tore within its injecter system."